Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device has strange/ burning/ smoke/ electrical odor and also alleged sinuses, dry nose and headaches. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged device has strange/ burning/ smoke/ electrical odor and also alleged sinuses, dry nose and headache. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jan 31 , 2025 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged device has strange/ burning/ smoke/ electrical odor and also alleged sinuses, dry nose and headache. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it.air inlet filter and air inlet filter area had dust-like contamination and hairs/fibers on it.potential flux contamination on pca (printed circuit assembly) near fb1 air inlet baffle had yellowed and had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination with hairs/fibers in the bottom enclosure. Power supply pca had potential mineral deposits and corrosion on the bottom of it, indicating water ingress. Unknown gray residue on the bottom and sides of the bottom enclosure. Black contamination (inconsistent with degraded sound abatement foam) on the bottom of the enclosure near where the power supply was situated. Potential mineral deposits (water/liquid spots) on the bottom of the enclosure near where the power supply was situated. Dust-like contamination was in the bottom of the blower box. Blower motor brass nut had potential corrosion on it. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.